Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, moved heavily and was jammed. It was further noted that the motor was blocked on the device. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: minimum 110 to 160 watts, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check for air leak, check reverse locking mechanism and check function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as 11/29/2017 in the initial report. This has been corrected to 11/24/2017.